Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for material number 309653 and lot number 0079823. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation, one photo and one physical sample were received for evaluation by our quality team. The physical sample came in a (B)(6) plastic bag sealed in the packaging blister the top web of the packaging was inspected and there is no missing text, data or barcodes. The syringe was inspected and has no scale printing. The photo shows the sample received with no scale marking. It is possible that this defect may occur during the barrel scale printing process if the ink get to a low level. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample and photo provided. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: after the barrel molding the barrel goes to the scale printing process; it could have happened that the ink got at low level inducing the scale printing missing. Rationale: based on the investigation and with the analysis of the sample the symptom reported by the customer is confirmed; this lot was produced for 0.134 mm units this is a cpm of 7.4. We will continue monitoring the complaints of this lot and this symptom.

Event description:
It was reported that the bd luer-lok¿ tip syringe was discovered without scale markings before use. The following information was provided by the initial reporter: "no label".